Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it's likely stress (such as physical stress associated with scratching/bumping, chemical stress due to the implementation of an unrecommended reprocessing method related to instructions for use, and stress from the harsh storage conditions such as storing the device in direct sunlight, under high humidity, and exposure to x-rays and ultraviolet rays) was applied to the insertion section and caused the coating to peel. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope; 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited peeling of the coating from the insertion section of the flexible tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.